Event description:
When a tele-tech at the secondary acuity station performed an end-tele on pt not intended to be on that station, the pt was dropped from both the secondary station and the primary acuity station where the pt was being monitored. When the pt tile window disappeared from both the secondary (intentionally) stations, no alarm or warning was sent to the user at the primary station to alert the primary user that monitor that monitoring was lost. This resulted in a temporary loss of centralized monitoring for this patient, however, bedside monitoring was not affected. No pt harm occurred. The customer did not provide any pt info.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.